Event description:
In late 2008, the patient called for assistance with reviewing the bolus history of the infusion device. He stated that he did not receive the boluses he thought he had programmed. His blood glucose was elevated to 25 mmol/l (450 mg/dl) and he had a headache. He injected insulin to lower his blood glucose. His recommended blood glucose range is 5-7 mmol/l (90-126 mg/dl). He was instructed to disconnect from the infusion site and to bolus. He saw insulin drip from the end of the infusion tubing. He stated that he saw "one drop and another tiny drop" of insulin in the cartridge compartment of the infusion device. He was advised to dry the cartridge compartment with a cotton swab. He stated that he does not attach the infusion tubing and adapter to the insulin cartridge prior to insertion. He was advised to do so. He was assisted with changing the insulin cartridge. He had difficulty removing air bubbles from the insulin cartridge. He stated that he does not allow insulin to reach room temp prior to use. He was advised to do so. Upon follow up the next day, the patient stated that he was "very good." A request for patient training was submitted. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for evaluation. The patient was not able to verify the serial number of the infusion device.

Manufacturer narrative:
No product will be returned for evaluation.